Manufacturer narrative:
The device model 3351, traditional maryland dissector forceps tip, was returned, decontaminated, and investigated. The customer stated in the complaint that during a laparoscopic cholecystectomy procedure an unintended electrical discharge occurred during the usage of the device, resulting in a burn on the liver of the patient. A visual and mechanical inspection of the device did not reveal any nonconformity. The device meets form, fit and function as intended. The device was attached to a power source to perform an electrosurgical procedure when the incident occurred. The efficacy of the application is based upon the individual techniques of the surgeon and their experience. This could potentially cause an accidental electrical discharge, resulting in the thermal injury.

Event description:
During a laparoscopic cholecystectomy procedure, an intendended electrical discharge occurred, and resulted in a burn on the liver of the patient.